Manufacturer narrative:
(B)(4). If explanted, give date: the patient requests an explant but the current information indicates that the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient was not happy with the results after an intraocular lens, model zlb00, was implanted. Her visual acuity pre-op was 20/40. Post-op, the surgeon noticed that one haptic was in the sulcus causing a slight decentration of the lens. The lens was repositioned by an anterior segment specialist but the patient was still not happy. She was demanding the lens be removed and replaced with a monofocal lens, model zcb00. The surgeon indicated that it is not a lens problem. No additional information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related tests are the dimensional inspection and the optical measurement performed at lens generation and final inspection. The results show all dimensions were within specification and the in-line optical inspection data showed the lens was within power specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens power calculations and precautions with respect to refraction measurements. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.